Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the issue was identified pre-anesthesia. It is unknown if there was any injury to the patient and nothing fell into the patient. The instrument was inspected prior to use and there was a frayed wire identified. The surgeon does not know what may have caused the frayed cable, but related to a fsn. There was no additional procedure required to remove the fragment, there were no post operative tests and the patient has not returned to the hospital with post-surgical complications. The procedure was completed with a backup instrument and it is unknown if there was a procedure delay.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.